Manufacturer narrative:
Additional information: b1-adverse event. B2-required intervention to prevent permanent impairment/damage (devices). B5- the reporter indicated that a 13.2mm vticm5 implantable collamer lens of -11.00/0.5/090 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2024. Low vault was observed. On (B)(6) 2024 the lens was exchanged for a longer length lens and the problem was resolved. D6b: (B)(6) 2024. Claim# (B)(4).

Manufacturer narrative:
Method code 3331: device history record (DHR) review: based on the results of the investigation, all released devices from the associated work orders(s), including the suspected device, have been manufactured within established parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim# (B)(4).

Manufacturer narrative:
H6: investigation type 4110: lens work order search: no similar complaint event(s) within associated lots were found. Claim#: (B)(4).

Event description:
The reporter indicated that a 13.2mm vticm5 implantable collamer lens of -11.00/0.5/090 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2024. Low vault was observed. The lens remains implanted. If additional information is received a supplemental medwatch report will be submitted.